Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing of noise during a surgery, and the lead integrity alert (lia) triggered due to high rate non-sustained episodes and an increased sensing integrity counter (sic). It was suspected that the magnet had not been placed over the device during the procedure. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.